Manufacturer narrative:
Eval of published data and occurrence rate. In all cases, fracture healing was achieved and uneventful. Although tissue reaction is a known risk (adverse event, anticipated risk) which always exists with all biodegradable implants, these reactions typically occur first 1-2 years postoperatively and do not affect bone healing negatively or cause permanent damage or impairment. Tissue reactions are possible when the device degrades, especially when a plate is implanted under a thin soft tissue layer. (B)(4). The IFU of inion otps mini states under adverse effects: implantation of foreign materials can result in an inflammatory response or allergic reaction. Transient local fluid accumulation may occur in sterile circumstances.

Event description:
Info from a published study: twelve unstable, displaced, metacarpal fractures were studied in 10 consecutive pts for the adequate fixation, healing and complications with inion biodegradable implants. Fracture healing was uneventful in all cases (one case lost for follow up). Also, none of the cases of the foreign body reactions showed any radiographic or intraoperative evidence of bone resorption, osteolysis, or bone involvement. Four pts experienced a foreign body reaction during the second postoperative year and required surgical debridement to remove implant remnants 17-22 months postop, after 2 months of nonoperative treatment with no improvement in symptoms. Symptoms subsided in 2 weeks.

Event description:
Info from a published study: twelve unstable, displaced, metacarpal fractures were studied in 10 consecutive pts for the adequate fixation, healing and complications with inion biodegradable implants. Fracture healing was uneventful in all cases (one case lost for follow up). Also, none of the cases of the foreign body reactions showed any radiographic or intraoperative evidence of bone resorption, osteolysis, or bone involvement. Four pts experienced a foreign body reaction during the second postoperative year and required surgical debridement to remove implant remnants 17-22 months postop, after 2 months of nonoperative treatment with no improvement in symptoms. Symptoms subsided in 2 weeks.

Event description:
Info from a published study: twelve unstable, displaced, metacarpal fractures were studied in 10 consecutive pts for the adequate fixation, healing and complications with inion biodegradable implants. Fracture healing was uneventful in all cases (one case lost for follow up). Also, none of the cases of the foreign body reactions showed any radiographic or intraoperative evidence of bone resorption, osteolysis, or bone involvement. Four pts experienced a foreign body reaction during the second postoperative year and required surgical debridement to remove implant remnants 17-22 months postop, after 2 months of nonoperative treatment with no improvement in symptoms. Symptoms subsided in 2 weeks.

Manufacturer narrative:
Eval of published data and occurrence rate. In all cases, fracture healing was achieved and uneventful. Although tissue reaction is a known risk (adverse event, anticipated risk) which always exists with all biodegradable implants, these reactions typically occur first 1-2 years postoperatively and do not affect bone healing negatively or cause permanent damage or impairment. Tissue reactions are possible when the device degrades, especially when a plate is implanted under a thin soft tissue layer. (B)(4). The IFU of inion otps mini states under adverse effects: implantation of foreign materials can result in an inflammatory response or allergic reaction. Transient local fluid accumulation may occur in sterile circumstances.

Manufacturer narrative:
Eval of published data and occurrence rate. In all cases, fracture healing was achieved and uneventful. Although tissue reaction is a known risk (adverse event, anticipated risk) which always exists with all biodegradable implants, these reactions typically occur first 1-2 years postoperatively and do not affect bone healing negatively or cause permanent damage or impairment. Tissue reactions are possible when the device degrades, especially when a plate is implanted under a thin soft tissue layer. (B)(4). The IFU of inion otps mini states under adverse effects: implantation of foreign materials can result in an inflammatory response or allergic reaction. Transient local fluid accumulation may occur in sterile circumstances.

Manufacturer narrative:
Eval of published data and occurrence rate. In all cases, fracture healing was achieved and uneventful. Although tissue reaction is a known risk (adverse event, anticipated risk) which always exists with all biodegradable implants, these reactions typically occur first 1-2 years postoperatively and do not affect bone healing negatively or cause permanent damage or impairment. Tissue reactions are possible when the device degrades, especially when a plate is implanted under a thin soft tissue layer. (B)(4). The IFU of inion otps mini states under adverse effects: implantation of foreign materials can result in an inflammatory response or allergic reaction. Transient local fluid accumulation may occur in sterile circumstances.

Event description:
Info from a published study: twelve unstable, displaced, metacarpal fractures were studied in 10 consecutive pts for the adequate fixation, healing and complications with inion biodegradable implants. Fracture healing was uneventful in all cases (one case lost for follow up). Also, none of the cases of the foreign body reactions showed any radiographic or intraoperative evidence of bone resorption, osteolysis, or bone involvement. Four pts experienced a foreign body reaction during the second postoperative year and required surgical debridement to remove implant remnants 17-22 months postop, after 2 months of nonoperative treatment with no improvement in symptoms. Symptoms subsided in 2 weeks.